Event description:
A 78-yr-old female underwent catheterization for eval of aortic valve stenosis and coronary artery disease. Right femoral access was obtained and a 0.038 movable core j-tipped guide wire was advanced through the needle without difficulty up to the level of the right iliac artery. Fluoroscopy revealed the wire could not be advanced into the aorta. The j-wire was exchanged without difficulty with a "glidewire." Fluoroscopy revealed the wire had started to follow the path of a side branch of the femoral artery. Attempt was made to remove the wire through the needle, but further resistance was felt. At this time, the entire needle/wire apparatus was removed from the vessel as one unit. Upon inspection of the wire, it was noted that 9.7 cm length of the outer covering of the wire had been sheared off. Fluoroscopy revealed a foreign body in the right femoral artery. Vascular surgeon was immediately consulted. This pt was taken to surgery where an extraction of a foreign body from the right femoral artery was performed under spinal anesthesia. The pt experienced no adverse sequela and underwent cardiac catheterization via the left femoral artery on 2/1/93. She was discharged from the hosp on 2/8/93.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: failure to follow instructions, incorrect technique/procedure, guidewire. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, user education provided, inserviced by manufacturer/distributor representative, inserviced by other facility staff. The device was destroyed/disposed of.